Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # (B)(4). The lead was returned in segments and analyzed. Primary analysis finding noted that the lead conductor was obstructed with blood. Visual analysis noted the lead was damaged at implant. Stylet test failed due to distal conductor blood/fluid obstructed at distance 2.5 cm. Stylet was not returned. Test performed by fresh stylet. (B)(4).

Event description:
It was reported that during the implant procedure, a stylet could not be inserted into the lead. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.